Event description:
It was reported that the patient presented with an infected total left hip so implants were removed and doctor proceeded with antibiotic spacer.

Manufacturer narrative:
The catalog number and lot code was not provided. The device was reported as an unknown 36mm liner. Additional devices reported were: catalog # 6721-0535, lot code 46809902; description: size 5 accolade ii 127 deg. Unknown 52mm tritanium cup. Unknown 36mm head. It was noted that the devices and additional information are not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.